Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a device changeout procedure, this pacemaker was attempted to be implanted. The physician disconnected the right atrial (ra) and right ventricular (rv) leads from the chronic device and connected to this pacemaker. This patient experienced a few seconds of cardiac arrest due to having no intrinsic rhythm during this time. Pacing and capturing were then successfully observed. Following, the rv and ra leads exhibited pace impedance measurements of greater than 3,000 ohms. The leads were then tested with the pacing system analyzer (psa), which showed normal measurements. The leads were reconnected to this pacemaker, again revealing high out of range measurements. The physician opted to implant a different device, which had normal within range lead measurements. The new device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a device changeout procedure, this pacemaker was attempted to be implanted. The physician disconnected the right atrial (ra) and right ventricular (rv) leads from the chronic device and connected to this pacemaker. This patient experienced a few seconds of cardiac arrest due to having no intrinsic rhythm during this time. Pacing and capturing were then successfully observed. Following, the rv and ra leads exhibited pace impedance measurements of greater than 3,000 ohms. The leads were then tested with the pacing system analyzer (psa), which showed normal measurements. The leads were reconnected to this pacemaker, again revealing high out of range measurements. The physician opted to implant a different device, which had normal within range lead measurements. The new device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.